Event description:
Medtronic aquamantys; 6.0 handpiece ref: 23:112-1 machine loaded; attempt to prime tubing unsuccessful and machine made an atypical sound. The noise then stopped and it did prime. This did not reach the pt.